Event description:
Pt reported experiencing problems with the infusion device. Pt stated the infusion device is completely blocked. Pt reported he was delivering a 3.0 unit bolus of insulin when the infusion device suddenly stopped working. Pt stated he decided to remove and reinsert the battery but the infusion device displays an e8 (power interrupt) error message. Pt reported he cannot stop the alarm and follow the instructions due to all of the buttons being blocked. No further info is available. No physiological effects were reported the pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.